Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was tested before intubation and the cuff blew. The patient was intubated with a new et tube. There was no reported patient outcome.